Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) device. The patient reports that the device is not working. During a doctor visit, the doctor informed the patient that there was a recall on his device.